Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regq2495 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a tunneled catheter was inserted in the left femoral vein, after implantation it presented difficulty in use, with pain in the femoral region. An x-ray was performed, which showed a kinking at the puncture site. The catheter was removed in the cc and the review revealed the catheter fracture and it was necessary to implant another one." No other information was provided.

Event description:
It was reported "a tunneled catheter was inserted in the left femoral vein, after implantation it presented difficulty in use, with pain in the femoral region. An x-ray was performed, which showed a kinking at the puncture site. The catheter was removed in the cc and the review revealed the catheter fracture and it was necessary to implant another one." Additional information 02/02/2023:. 1. There was no harm to the patient. 2. There was no need for surgical intervention, just changing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc was confirmed. The product returned for evaluation was one 5 fr d/l powerpicc. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and two splits were observed between the 14 cm and 15 cm depth markers. Microscopic examination of the catheter splits confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "a tunneled catheter was inserted in the left femoral vein, after implantation it presented difficulty in use, with pain in the femoral region. An x-ray was performed, which showed a kinking at the puncture site. The catheter was removed in the cc and the review revealed the catheter fracture and it was necessary to implant another one." Additional information 02/02/2023:. 1. There was no harm to the patient. 2. There was no need for surgical intervention, just changing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, radiographic and video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink and leak in the catheter was confirmed but the cause is unknown. A screenshot, a video, and two radiographic images were returned for evaluation of this complaint. The screenshot was of the event description, stating that pain and difficulty were reported with catheter use. It stated that kinking of the catheter was noted at the puncture site and that once the catheter was removed, it was noted to be fractured. The video was of a functional test of the implicated 5fr d/l powerpicc after it had been removed. As the catheter was flushed with a clear liquid through the purple luer adaptor, a spraying leak was observed emanating from the catheter shaft. It appeared that the catheter had a propensity to bend distal of the leak site, but this could not be confirmed without examination of the physical sample. The two returned radiographic images were ap pelvis radiographs with a left sided femoral PICC present. There was an apparent kink in the catheter near the insertion point but it was difficult to tell where along the path to the vein that kink occurred. Imaging of the entire tubing was not included. It appeared that the location of the kink in the radiographic images and the leak in the video were in similar locations. The exact cause of the leak could not be determined without examination of the physical sample. It is possible that the leak occurred due to material fatigue from repetitive kinking, that the catheter was over-pressurized when power injected against an occlusion caused by the kink, or that the catheter was inadvertently nicked with a sharp instrument. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ the catheter may have been more prone to kinking in the groin location due to the flexing that can occur in ambulatory patients. In addition, the IFU warns, ¿failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿